Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The vessel sealer extend (vse) instrument was found to have a grip ring dislodged. The screw head is damaged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Further evaluation found the vse instrument exhibited imprecise motion during gripping and un-gripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly upon command. The probable root cause of the inability for the grips to open and imprecise motion is attributed to the dislodged grip ring. A dislodged grip ring may also result in the grip open lever not being able to transmit force properly.

Event description:
It was reported that during a da vinci-assisted procedure the instrument stopped working in the middle of the case. The jaws would not open. The procedure was completed with no patient harm.